Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Lot #, expiration date, unique identifier (UDI): unknown h.4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a bd vacutainer® multiple sample luer adapter, one (1) unit was unable to be completely filled. No adverse patient or user impact was reported.